Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during da vinci-assisted surgical procedure, the doctor found that the monopolar curved scissors (mcs) instrument could not be opened. Upon examination, no breakage was found in the wire at the wrist joint of the instrument, but the surgical forceps could not be manipulated normally. During the procedure, there was no collision involving the instrument. Since the instrument could not perform its operation properly, the surgical process was delayed. At present, the number of uses of this instrument has been deducted accordingly. The nurse stated that the equipment is cleaned and disinfected in accordance with specifications after each use, and no violent collisions occurred during its use. She has no idea why the instrument malfunctioned. The end part of the surgical video completely records the relevant process, and there is no collision scene in the footage. The procedure was completed with no patient harm.